Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient stated they woke up around 11:00pm due to low blood sugar and the receiver reportedly did not alarm. The patient stated the cgm was displaying "low". He checked a bg meter reading (value was not reported) and self-treated with glucose tablets. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.